Event description:
It was reported the hcp suspected a catheter problem due to image obtained and patient complaint. X-ray was performed (date not reported) a revision was scheduled for (B)(6) 2013. At the time of the report it was unknown the exact symptoms the patient experienced. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid. Additional information later reported the patient came to the clinic the day of the report and complained that the pump was not working properly. The hcp did a catheter evaluation and felt there may be a break in the catheter. Additional information has been requested, but had not been received as of the date of this report

Event description:
It was later reported that the patient underwent pump and catheter replacement on 2013-(B)(6) due to catheter fracture. The long sigmoid of the catheter remained implanted in the intrathecal sac and there were eventual plans to proceed with the removal of that portion of the catheter at a separate surgery. It was stated that the patient did well following the surgery. It was later reported that the patient was currently receiving effective therapy. It was further reported that the pump segment of the catheter was fractured due to an unknown cause.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).